Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure transseptal puncture was performed at the inferior-posterior site, and no pericardial effusion was observed preoperatively, intraoperatively, or postoperatively. The day after the procedure, a small amount of pericardial effusion was confirmed, and c-reactive protein (crp) levels rose, so discharge was postponed and the patient was placed under observation. As of (B)(6) 2026, the patient's vital signs were stable and showing signs of improvement. The patient was discharged on (B)(6) 2026.